Event description:
It was reported that the device¿s touchscreen sustained a crack during recess at school, the screen remained usable, blood glucose management was not affected, the device had been synced before shutdown, and the device will be returned; the medical device problem aligned with a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews, along with analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.